Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the displayed low pressure alarm. The event occurred during patient use. There was patient involvement but no patient harm reported.

Manufacturer narrative:
H3: one device was returned for evaluation in used condition. Visual inspection showed the device was in good condition. Service history found one similar event found in the device's history. Functional testing was performed, and the reported issue was confirmed. The cause was identified to be the cycle pressure switch was out of calibration.